Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak; however, the device was found to be leaking at the hub and not the balloon, as reported. The leak was detected at the base of the strain relief tubing. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a chronic total occluded lesion in a superficial femoral artery (sfa). The 5.0 x 40 mm armada 18 was advanced to the target lesion, but the balloon ruptured at 14 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.